Manufacturer narrative:
It was reported that while sitting in the rollator, the device "collapsed" and the end-user experienced a fall. Reportedly, the left rear wheel of the device "cracked." The end-user experienced back pain and the day after the incident, went to his physician's office. At the physician's office an unidentified x-ray was obtained and he was informed he had a "back strain." The end-user was reportedly treated with "lidocaine patches and muscle relaxers." The reported wheel problem/issue was confirmed by the manufacturer. A root cause was not determined. Due to the reported need for medical intervention, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that while sitting in the rollator, the device "collapsed" and the end-user experienced a fall.